Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal band ligation procedure performed on (B)(6) 2022. During the procedure, while deploying the first band, the suture got tied to the sixth and seventh bands, which caused the bands unable to deploy. The procedure was completed with a non bsc device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo of the complaint device outside the patient was provided by the customer and shows the white band was moved from its position.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle and ligator head) was analyzed, and a visual evaluation noted that the returned ligator head had some bands overlapped but were not broken/damaged. The ligator head teeth were damaged. The trip wire was not secured in the handle slot. The ligator head teeth were damaged/bent. The returned trip wire was cut, possibly during the removal of the ligator head from the scope. Per media analysis of the provided photos, the ligator housing had seven bands, some of them overlapped, and the pouch reflecting the product details which matched the reported upn and batch. A functional evaluation was performed by rotating the handle, and it could be rotated without any problems. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the returned ligator head had some bands overlapped, and the ligator head teeth were damaged. These suggest that the device could not deploy. However, the reported problem bands damaged/defective was not confirmed as the returned bands were not broken/damaged. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. There was evidence found that the trip wire was not secured. This condition, unsecured trip wire, could have affected the overall performance of the device causing the trip wire to slip through the handle assembly leading to inability of the device to deploy the bands, making them overlapped, consequently, damaging/bending the ligator head teeth. Therefore, the most probable root cause for the encountered problems will be documented as failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal band ligation procedure performed on (B)(6) 2022. During the procedure, while deploying the first band, the suture got tied to the sixth and seventh bands, which caused the bands unable to deploy. The procedure was completed with a non bsc device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo of the complaint device outside the patient was provided by the customer and shows the white band was moved from its position.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the speedband superview super 7 was not returned; however, a photo of the complaint device was provided by the complainant. Per media analysis, it was possible to observe the handle assembly and the ligator housing. The ligator housing had the seven bands attached, some of them were moved and overlapped. The provided phot had no evidence that the band was damaged or appeared defective. The reported event of bands unable to deploy was confirmed. Upon media analysis, some of the attached seven bands were moved and overlapped. This condition could have been generated due to excess of tension applied when trying to make the deployment of the bands. This situation moved the bands from their place as if twisting them and causing the overlap, which clearly indicated inability of the device to deploy the bands. It is possible that the functionality of the device was affected in some way; perhaps an excess of force, manipulation or the technique used, which could have contributed to the reported event. Since the device was not returned, without proper evaluation of the device, the cause of the reported event could not be determined. The most probable root cause of this complaint is cause not established. Block h11 (correction): block b5 has been updated with the information that there was no difficulty experienced upon setting up the device.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal band ligation procedure performed on (B)(6) 2022. During the procedure, while deploying the first band, the suture got tied to the sixth and seventh bands, which caused the bands unable to deploy. The procedure was completed with a non bsc device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo of the complaint device outside the patient was provided by the customer and shows the white band was moved from its position.